Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient had been disconnected from the ilet pump for two days due to lack of a sensor, during which blood glucose reached 400 mg/dl and was 276 mg/dl at the time of contact; the patient administered 12 units of humalog by subcutaneous injection and reported missing the pump to try to stay in range longer. Symptoms included hyperglycemia. Outcomes included no hospitalization and continued management with subcutaneous insulin. Investigation included troubleshooting and education with the user. Investigation of this case revealed no alerts or alarms and no device malfunction reported while the pump was off, with the event associated with operation without the required sensor and use of alternative subcutaneous insulin. It was concluded, based on previously established findings for similar reports, that the cause was user- and use-related, specifically therapy interruption due to missing sensor and decision to use injections while the pump was not in use.